Event description:
Allegedly, after making cuts for total ankle replacement the tibial tray trial was placed in the field in the patients body. As surgeon looked to put the poly trial in he notices old bone underneath the body of the tibial trial. After it was discovered, the surgeon took it off the field and continued the procedure. Incident report was filled out by the hospital.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.